Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and a "screenrecoverableerroralarm" and reason errorrecovery" error was observed. The customer complaint was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their receiver did not display readings on trend graph, that occurred on (B)(6) 2016. No additional event or patient information is available.